Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the customer dropped the insulin pump and cracked the screen. Ink underneath the screen began to bleed and spread, making the screen had to see. The patient's blood glucose at the time of incident is unknown; however, her blood glucose was 320 mg/dl an hour ago and the customer already took insulin for the high blood glucose. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.